Manufacturer narrative:
The reported event was infection. Final analysis didn¿t find any anomalies. The cause of infection could not be traced to the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the whole system including implantable cardioverter defibrillator (ICD), right atrial (ra), right ventricular (rv) and left ventricular (lv) leads were explanted due to infection. A transesophageal echocardiogram confirmed the infection and vegetations on the right atrial (ra) lead. The patient is in stable condition.